Manufacturer narrative:
The reported field event of intermittent noise was confirmed in the laboratory via review of stored electrograms. During testing, slight movement of the rv lead resulted in noise and impedance changes. The device was tested using automated test equipment and no anomaly was observed. Visual inspection noted septa material in the set screw bore and on the set screw. It is believed that the material was lodged between the lead and the set screw causing the reported field events.

Event description:
It was reported that inappropriate therapy due to noise on the rv channel was observed. During explant of the rv lead, noise was not reproducible with pocket manipulation. However when the new lead was connected to the same device, noise was once again observed. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.